Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first five staples were severely misaligned. The staple was received with a partially formed staple stuck at the front. The stapler was returned with its trigger not engaged. There were signs of biological material on the device. The stapler was received with 29 staples left in the cover block, indicating that at least 6 staples were fired by the customer. The staple was received with a partially formed staple stuck at the front. The partially formed staple was manually removed prior to functional testing. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire attempt resulted in one unformed staple releasing and a partially formed staple not releasing. During the second fire attempt, one unformed staple shot out and the partially formed staple from the previous fire fully formed. The fully formed staple was jammed under another staple and did not release the device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was in the proper orientation. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73d2400447 and 73d2400178. Per DHR the product visistat 35r 6/box lot # 73d2400447 was manufactured on 04/09/2024 a total of (B)(4) pieces. Lot was released on 04/24/2024. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73d2400178 was manufactured on 04/02/2024 a total of (B)(4) pieces. Lot was released on 04/16/2024. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A non-conformance was initiated to further evaluate this complaint issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the first three staples were severely misaligned. The staple was received with a partially formed staple stuck at the front. The partially formed staple was manually removed prior to functional testing. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire attempt resulted in one unformed staple releasing and a partially formed staple not releasing. During the second fire attempt, one unformed staple shot out and the partially formed staple from the previous fire fully formed. The fully formed staple was jammed under another staple and did not release. The sample was disassembled. Die casting anomalies were observed on the forming tool. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.